Event description:
It was reported that the patient was involved in a clinical trial and had the system explanted, because, the patient and the psychiatrist agreed that the device was not effective. It was noted that diagnostics were not completed before explant and no malfunctions were determined. The patient remained hospitalized for greater than 24 hours after explant, as per the standard of care, and recovered without sequelae.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3550-09 lot# n279806 implanted: 2011 (B)(6), product type accessory product ID, 3550-09 lot# n250614, implanted: 2011 (B)(6), product type accessory product ID, 3550-09 lot# n279806, implanted: 2011 (B)(6), product type accessory product ID, 3550-09 lot# n250614, implanted: 2011 (B)(6), product type accessory product ID, 3391s-40 lot# v159340, implanted: 2009 (B)(6), product type lead product ID, 3391s-40 lot# v159340, implanted: 2009 (B)(6), product type lead. (B)(4). Analysis of the device, serial # (B)(4), found the device functionally okay with insignificant anomalies / no significant anomalies. Analysis of the accessory kit plug and cap, lot # n279806, found no anomaly. Analysis of lead 1, lot # n250614, found the lead body was stretched with no significant anomaly. Analysis of the extension, serial # (B)(4), found the extension body cut through and segmented with no significant anomaly. Analysis of lead 2, lot # n250614, found the proximal end conductor broken (overstressed/damaged) with no significant anomaly. Analysis of the accessory kit plug and cap, lot # n250614, found no anomaly. Analysis of the extension, serial # (B)(4), found the extension body outer insulation had a breached depression. Analysis of the device, serial # (B)(4), found that the device battery was not in new condition with no significant anomaly.